Event description:
Reportedly, a blank remote report was generated. The patient was asked to perform a manual transmission and it was found that an atp was delivered. Preliminary analysis revealed that the reported behavior resulted from a communication issue.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Preliminary analysis revealed that the reported behavior resulted from a communication issue.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a blank remote report was generated. The patient was asked to perform a manual transmission and it was found that an atp was delivered.